Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000110044.

Event description:
Related manufacturer report number: 3006705815-2023-00065. It was reported that the patient's lead has high impedances preventing the ipg from entering MRI mode. The investigation did not determine which lead caused this issue. Surgical intervention is pending to address this issue.

Event description:
Additional information received shows that the patient underwent surgical intervention in which the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.